Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: tazuna 2.0x10; guide catheter: heartrail al. Resistance between a non abbott balloon catheter and the guide wire can occur due to, but is not limited to, a damaged guide wire, condition of the wire coating, patient anatomical morphology, wire manipulation technique, and/or lesion characteristics. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing, and/or pushing/pulling is required, the clearance between the wire and the non abbott balloon catheter can be reduced to an undesirable level and cause resistance between devices. Coagulation of blood or contrast can also be a factor in reducing clearance. In this case, it is also possible that the non abbott balloon catheter was kinked/damaged, which also could have contributed to the difficulty explained above. The non abbott balloon catheter and the guide wire were not returned which may have aided in the investigation. To ensure that damage to the wire that could cause resistance does not occur due to a product quality deficiency, manufacturing visually inspects 100% of the guide wire tip after loading into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A conclusive cause of the reported resistance between the non abbott balloon catheter and the guide wire could not be determined, and there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for difficult to remove for this lot.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with mild tortuosity. Pre-dilatation was performed with a non-abbott balloon; however, during removal, resistance was met with the bmw guide wire. The balloon and guide wire were removed as a single unit, and another non-abbott guide wire was used to complete the procedure with the same balloon catheter. There were no adverse patient effects reported. No additional information was provided.